Event description:
The customer contact reported the pt received less medication than intended. At an unspecified time, the device was programmed to deliver in unspecified concentration of replagal, with a container size of 170 ml, for a duration of 40 minutes and delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported that the pump alarmed for empty container. At that time, the nurse noted 20 ml remained in the container, instead of the expected empty container. The customer contact reported the nurse programmed the same device to deliver the volume remaining in the container. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.